Manufacturer narrative:
(B)(4) was removed as it was coded incorrectly in initial regulatory report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause of the bladder not seeming to empty was due to the bladder falling into the birth canal and was about 2 and a half times the size of a normal bladder. The patient stated that she tested the ins for a week to see if it would work for her and it did. The patient mentioned that their health care professional said it was okay and she was getting in bad, it was a high bed, and scooted across the bed. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient's programmer sync button was not working and non-functional, and the screen wouldn't advance. The issue still didn't resolve after replacing batteries. There was no out of box issue. Patient further reported a sudden return of symptoms that their bladder didn't seem to be emptying. They had frequency and urgency. Patient noted there were no falls or new medication but that the ins moves around. Patient clarified that there is just a little bit of movement and that's how it's been since a couple of weeks after ins implant. No further complications were reported.